Event description:
It was reported that the pump's remote bolus cord was not recognized when attached to device. There was no patient involvement. Evaluation of the device revealed a buckled upstream occlusion seal.

Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal was replaced.